Event description:
It was reported that during the implant procedure, an error message was displayed during interrogation of the pulse generator. The device was no longer used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description: final analysis found a checksum error in the parameter area. The checksum error likely caused the reported complaint of a displayed error message.